Manufacturer narrative:
Concomitant medical product: bbraun spike port adapter and bags, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however customer declined to answer.

Event description:
The customer reported tubing leaks during unspecified chemo infusions when using a short set tubing attached to a semi rigid b braun bags. It was reported that the leaks are due to the short set tubing that is utilized for chemotherapy only having a spike diameter that is at the low end of an acceptable range and paired with the more rigid plastic of the bag makes for a less secure connection. It was reported that the facility changed the tubing set up for chemotherapy administration to include the spike port adapter and non-rigid bbraun bags, once changing the setup, no other issues have been reported. The event occurred in picu. The customer reported no patient harm.